Event description:
It was reported that during an unk procedure, not all of the staples formed properly. The case was completed with another device. Dr oversewed the staple line. No pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.